Manufacturer narrative:
(B)(4). A review of the device lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed that there was a hole in the shaft and there was no damage to the balloon. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure of the proximal left anterior descending (lad) artery, direct stenting with the xience prime stent delivery system (sds) was delivered and during the second balloon inflation at about 1.5-2 atmosphere, pressure was lost and a balloon pinhole was suspected. The device and stent were removed without incident. A different xience prime sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all available relevant information.